Event description:
Event reported as, "patient was losing weight for first 3-4 months then was experiencing no satiety. At this point, fill volume was around 5-6 mls. Volume was increased to 9mls and still no satiety. (Surgeon) had a passing conversation with another surgeon who suggested the buckle may have come undone. This was indeed confirmed via x-ray. Patient was operated on and buckle was undone. Attempts were made to close this band." "The band appeared to close firmly with black indicator clearly visible; however, slightest movement would see the band re-open and (surgeon) was not satisfied that it would not come undone again and so he removed this band and placed a new band."

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." "The lap-band ap system is not a lifetime product and it may break or fail. In whole or in part at any time after implantation and notwithstanding the absence of any defect."